Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead. Post operation, undersensing was noted and dislodgement was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.